Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart into pieces. She manually removed pieces from her vaginal cavity. She thought she had gotten it all out however later while taking a shower more pieces came out. She planned to check again for pieces after her menstrual cycle ended and only see her doctor if needed. She reported experiencing some vaginal odor and no other symptoms. Multiple follow-up attempts have been made to obtain further information regarding the consumer¿s current status and outcome, however, no further information has been received.